Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump had cracked at lip ring. Customer¿s blood glucose level was unknown. Customer stated that the damaged occur at reservoir lip ring. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.